Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of functional test failure imprecise motion to be related to the customer reported complaint. The instrument was found to have an imprecise motion failure. This instrument¿s scissors tip was not moving intuitively, it was not following the master tool manipulator (mtm) input commands smoothly. The instrument tip did not move intuitively at the grip orientation when closing the tip. The instrument exhibited imprecise motion. Additional observation(s) related to the customer reported complaint was also identified: the monopolar curved scissors (mcs) instrument was found to have a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. As a result of the broken grip cable, the instrument exhibited an imprecise motion during in-house testing. The grip-crimp still installed.

Manufacturer narrative:
Based on the customer claim of movement and manipulation issues with the monopolar curved scissors (mcs), an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the mcs instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is considered a reportable event due to the following conclusion: it was alleged that the monopolar curved scissors (mcs) moved after cutting. Poor instrument control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the monopolar curved scissors (mcs) moved after cutting and did not close. The procedure was completed with no patient harm. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the mcs made circle motion or moved the other way. There were no cable breaks.